Event description:
Pt was scheduled for revision/replacement of non-functioning portacath. The catheter was found to be detached from the port. Pt was taken to cath lab where it was retrieved from area between the inferior vena cava and the r. Atrium.